Manufacturer narrative:
B2: is death and date of death added. B5: additional event description added. D6b: explantation day, month and year added. H1: type of reportable event added. H6: health effect - impact code added.

Event description:
Additional information was received from a clinical narrative. A 71-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) was supported with an impella cp via right femoral percutaneous arterial access. The device functioned as intended on support at p-3 providing 2.6 l/min flow with a d5w sodium bicarbonate purge solution. During support, a high purge pressure/purge system blocked alarm was reported; purge pressures elevated and resolved gradually after switching the purge solution to heparin with d5w. Additional device management included repositioning under echocardiographic guidance in response to an "impella in aorta" alarm. The patient remained critically ill, care was withdrawn, and the patient expired and the device was explanted on (B)(6) 2026. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella cp support, elevated purge pressure was observed. The condition improved gradually over time. As part of clinical management, the purge solution was changed to heparinized dextrose 5% in water (heparin + d5w). The device continued to provide support. At the time of this report, the patient remains on impella cp support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: purge pressure high: the cause of the high purge pressure was most likely due to biomaterial ingestion based on pattern observed in returned data logs.